Event description:
On (B)(6) 2011, a central line was removed and the pt became anxious and tachypneic then unresponsive. Pt became pulseless, code called and pt expired. Autopsy declined by family. The pt was not positioned supine at the time the cvc was removed by nurse.